Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the reporter, on (B)(6) 2025, the patient experienced a hypoglycemic event while being in an active sensor session. The patient, who was a study participant, experienced symptoms of severe hypoglycemia, but no specific symptoms were reported. It was unknown what the dexcom device was displaying at the time of symptoms, but according to the email received, there would be a possible connection to the dexcom device. The event happened after the administration of an insulin bolus, and the insulin bolus was the first insulin bolus given of a new and increased insulin dosage. The event would have led to hospitalization, but no specific treatment was reported. It was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. The patient would have recovered without any sequelae. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. According to the reporter, on (B)(6) 2025, the patient experienced a hypoglycemic event while being in an active sensor session. The patient, who was a study participant, experienced symptoms of severe hypoglycemia and became confused. The cgm reading was 14.0 mmol/l, and the patient was treated with 6 units of insulin. The event happened after the administration of the insulin bolus. The cgm device would have alerted for a low cgm reading at that moment and the blood glucose reading was 1.7 mmol/l. An ambulance was called, and the patient was treated with intravenous dextrose 10%. The patient was admitted into the hospital and was discharged the day after the event. At that time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.